Event description:
Same case as MDR ID#:2134265-2013-06856. (B)(4) study. It was reported that angina and in-stent restenosis occurred. In january 2008, the subject presented with unstable angina. The index procedure was performed. Target lesion#1 was a type b1, de novo lesion located in the proximal left anterior descending (lad) artery segment with 90% stenosis and was 30 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with predilation of a 2.5x15mm unspecified balloon catheter at 8 atmospheres and direct placement of a 3.0x28mm taxus express² stent at 12 atmospheres and 3.5x12mm taxus express² stent at 12atmospheres were implanted in the lesion in an overlapping manner. There was no gap in between the stents. Post dilatation was performed using a unspecified 3.5x12mm stent delivery balloon at 14 atmospheres. Post intravascular ultrasound revealed that the stents were expanded well. Residual stenosis was 0%. Two days post index procedure the patient was discharged from the hospital without any anginal symptoms. In april 2012, the developed an unstable angina and target lesion revascularization was performed. Target lesion#1 was located in the proximal lad with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation using an unspecified balloon catheter and direct placement of a unspecified size non-bsc stent. Following post dilatation residual stenosis revealed 0%. Three days post procedure, the patient's condition improved. In october 2012 a four year follow-up was performed. The patient had no any anginal symptoms. In (B)(6) 2013 a five year follow-up was performed. The patient had no any anginal symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).